Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58, lead, implanted (B)(6) 2004; d314drg, ICD, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported by the patient that they heard an alert and indicated that a lead had previously been turned off. Follow-up information from the clinic indicates right atrial (ra) lead had previously been turned off due to rising impedance. The alert was unrelated. No patient complications have been reported as a result of this event.